Manufacturer narrative:
Follow-up #1 date of submission 03/27/2014-device evaluation: the pump has been returned and evaluated by product analysis on 03/07/2014 with the following findings:a review of the black box showed one unexplained reboot on 12/22/2013. Visual inspection found no damage to the battery compartment. The battery cap was able to fully tighten and the battery cap contacts were found to be within specifications. The pump powered on normally using the returned battery cap. The pump was exercised for 24 hours with no power issues occurring. Current draws were found to be within specifications. The pump casing was removed and no evidence of moisture was found inside the pump. The complaint could not be duplicated on investigation. Unrelated to the complaint, investigation revealed that the display screen was dim and discolored. Additionally, the pump was opened and a cold solder connection was observed in the pump's continuous glucose monitor communication circuit.

Event description:
On (B)(6) 2013 the distributor contacted animas alleging an intermittent power issue. Reportedly, the pump beeped and shut down. The patient reportedly replaced the battery, and the next day the same thing occurred 3 times. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).